Event description:
Serious injury involving one person. Pt went to the emergency room because pt's eye felt scratchy and irritated. Physician diagnosed an abrasion on pt's right eye and prescribed garamycin. After one week, pt's eye was getting worse. Pt saw an optometrist who diagnosed corneal ulcer and sent pt to the institute. Pt was told pt would lose right eye. Pt was hospitalized for one week. Pt has lost vision in the right eye, however, is on a waiting list for a corneal transplant. While the pt was hospitalized, institute conducted analysis on the focus lens and the solocare solution that the pt used and both contained the bacteria, "pseudomonas".